Manufacturer narrative:
On (B)(6) 2021 there was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a dim display. Customer called for parts ID for the ui assy. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer requested a parts identification for a user interface (ui) assembly. No information is available whether the customer ordered the part. No additional information has been received. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.